Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. The home patient (hp) had attached the patient extension line after priming. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The hp had attached the patient extension line after priming. The technical service representative (tsr) assisted the hp with clearing the alarm. The tsr explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and start over with new supplies. There was no patient injury or medical intervention reported. A follow up was done via phone call. The registered nurse (rn) stated therapy has been going fine, and they have gone over proper procedures with the patient. No injury or medical intervention reported as a result of this incident.